Event description:
A report was received that the patient was having difficulty and frequently charging the ipg. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Sc-1132 (sn: (B)(4). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient was having difficulty and frequently charging the ipg. The patient underwent an ipg replacement procedure.